Manufacturer narrative:
E3: occupation: unknown; health professional: yes. G4: PMA/510(k) #: exempt. H3: not returned to manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the 'ncircle delta wire tipless stone extractor' did not open or close during an unspecified procedure. They completed the procedure using a new device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation it was reported that the 'ncircle delta wire tipless stone extractor' did not open or close during an unspecified procedure. They completed the procedure using a new device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions (mi), and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A lot history search found one other complaint was reported for this lot. It could not be determined if the complaints were due to a related issue or not. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product IFU, t _ ntse_ rev1, provides the following information to the user: precautions · do not use excessive force to manipulate this device. Damage to the device may occur. How supplied upon removal from the package, inspect the product to ensure no damage has occurred. Based on the information provided, no product returned, and the results of the investigation, the nature and cause of the issue could not be determined. There are multiple possible causes for the reported issue of the basket not opening and closing properly. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.